Event description:
Pt was on telemetry, but telemetry wasn't showing rhythm. Top of telemetry unit found taped to telemetry channel. Screw for battery cover had worn and had been taped in place. Tape had come loose and batteries did not connect properly. Pt found unresponsive, no respiration, weak pulse. Code blue called, family requested CPR stopped. Pt expired.